Event description:
Information was received indicating that this smiths medical cadd ms3 pump was reset and patient did not know if the batteries was left out too long or not, but the pump was back to default settings. Subsequently, the patient switched to backup pump. No patient consequences were reported. No adverse effects were reported.